Event description:
The information received from the account states that when the outer box was opened it was noticed that the inner sterile pouch was not sealed and the product was exposed. The account stated that the outer box looked perfect when it was received and there was no mishandling of the product. The product was not used in the pt.